Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer reported patient attached to masimo probe and cable on zoll x series defib. Spo2 reading in the mid to high 90s. Register nurse felt this was not consistent with the patient's history. Nellcor oximeter brought into room. Put on patient and read in mid 80s which rn felt was consistent with patients pathology and history. No patient impact or consequence reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.